Event description:
This is a volumntary report concerning cypher stent implantation in a mid right coronary artery. The pt presented with angina for coronary angiography. A cypher stent was placed in the mid right coronary artery without incident. It was recognized after procedure completion that the stent expiration date had passed. The date of the procedure was 2003. The expiration date of the stent was 4/30/2003. No adverse events were noted. The pt and institution were notified.